Event description:
Home pt (hp) reported receiving hemodialysis on the baxter meridian device. Hp reported pre-treatment weight was 54kg, post treamtment weight 53.5kg with an ultrafiltrate goal to be removed of 1.4kg. Blood flow rate 400ml/min and length of treatment was two hours. Hp dialyzes 5-6 times a week. Hp reported they always experience itching, cramping and feels pressure in the chest during all hemodialysis treatments. Hp stated they are exhausted after every treatment. Blood pressures were recorded as 140/80 after 15 mins of treatment and later as 85/60. Following treatment bp was 101/62. Hp indicates they weigh themself following treatment and that is when they found the discrepancy in the weight. Hp stated the device indicated the correct amount of fluid is removed. Hp stated no related alarms occurred during treatment. Hp reported there was no medical intervention as a result of this event.